Manufacturer narrative:
The device was returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na

Event description:
This is being to report that the clip opened while establishing efaa. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The steerable guide catheter (sgc) was inserted and the mitraclip delivery system (cds) was advanced to the mitral valve and placed at the center of a2 / p2; however when establishing final arm angle (efaa), the clip opened. Troubleshooting was performed; however was unsuccessful therefore the clip was removed. One clip was implanted, reducing mr to <1. There was no clinically significant delay in the procedure and no adverse patient effects.

Manufacturer narrative:
All available information was investigated and the reported clip opening during establishing final arm angle (efaa) was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported clip opening during efaa appears to be related to a potential quality product issue. This complaint was added to exception issue to evaluate whether a product quality issue exists. The issue is being addressed per internal operating procedures. Abbott vascular (av) will continue to trend the performance of these devices.